Event description:
Customer reported the system intermittently will not boot, and when it does boot, no x-rays are generated. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and determined the image intensifier power supply was bad. Customer does not want system repaired.